Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulty to remove the balloon catheter from the wire was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned devices, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot and part numbers were not reported and the packaging was not returned. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery. During removal of the 2.5x12 mm trek otw balloon catheter from the anatomy it became stuck on the guide wire. The guide wire and the balloon catheter were removed from the patient together as one unit. New devices were used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.